Manufacturer narrative:
The customer (lab manager) contacted the siemens customer care center (ccc) and noted the carcinoembryonic antigen (cea) assay had been deactivated or set to "troubleshooting" and requested assistance to trace the time and user who made the change. Siemens reviewed the information provided, and the audit log indicated that on 2021-02-01, the "user" changed the cea assay to troubleshooting at 11:31:32 and then enabled the assay at 11:53:45. Siemens identified quality control (qc) results increased, and it was not an assay specific issue. Siemens is investigating the issue.

Event description:
The customer observed high carcinoembryonic antigen (cea) patient results on the atellica im 1600 analyzer. The results were reported and questioned by the physician(s). The customer used the same patient samples and analyzer to perform repeat testing. The customer noted that repeat results were lower and in line with the patient's history and issued corrected reports. There are no reports of patient intervention or adverse health consequences due to the high cea patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00070 on 15-mar-2021. Additional information (12-apr-2021): siemens evaluated the information provided and system files, and the autocheck data shows a large dip in vacuum on (B)(6) 2021. A siemens customer service engineer (cse) had visited the customer site on (B)(6) 2021 and (B)(6) 2021 due to various errors. During service, the cse observed a disconnected wash pump (ws1) tubing. The cse reconnected the tube and noticed the system failed the autocheck. Additional services were performed to resolve the issues, including disconnecting and removing the ws1, cleaning the waste transfer pump. Service verified the instrument's performance and reported that sample traces looked healthy and all other autocheck data (non-vacuum-related data) looked healthy. The cause of falsely elevated carcinoembryonic antigen (cea) results is unknown. The instrument is operating as specified. No further evaluation of the device was required. Section h6 (type of investigation, investigation findings, and investigation conclusions) is updated with new codes.